Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem cat# ni, lot# ni. Unknown glenoid cat# ni, lot# ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01377, 0001825034-2022-01379.

Event description:
It was reported that a patient underwent a revision procedure due to pain, limited function and rotator cuff failure. During the revision, scar tissue was noted, the stem was well fixed, and the head and glenoid were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pre-op workup for infection was negative. Pre-op xrays showed anterior superior escape of the shoulder. Scalene block with general anesthesia, ebl 100cc. Subdeltoid space development was tedious due to prior surgery and scar tissue present, the subscap really was not present. The stem was examined and found to be well fixed. No intraoperative complications noted. Pre-op and post-op diagnosis documented: instability of l prosthetic total shoulder. The product surveillance team received x-rays, however, they were not reviewed as the op notes confirmed the reported issues. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.